Event description:
A remstar plus device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped, and object code indicates the blower contributing to the foam degradation. Additionally, the service technician also noted that the device does not turn on. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.